Event description:
The hospital reported a possible leakage issue with an mps disposable delivery set. The perfusionist reported the device's arrest pouch leaked during the administration of potassium to the pt and had to be replaced during the procedure. The device was returned to the MFR for analysis. There were no pt complications reported as a result of the alleged event.

Manufacturer narrative:
(B)(4).